Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. The customer's blood glucose (bg) ranged from not impacted to 336mg/dl. The customer delivered a bolus via the pump to address the elevated bg level. Reportedly, the customer cleared the alarm each time and resume insulin delivery.